Manufacturer narrative:
(B)(4). Report source, foreign-event occured in (B)(6). The batch and the item are unknown by consequence the UDI is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned for investigation.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient consequence and no surgical delay superior to 30min.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended the root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient consequence and no surgical delay superior to 30mn.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient consequence and no surgical delay superior to 30 minutes.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d4, g1-2, g3, g4, h2, h3, h4, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. Investigation showed that the batch number initially taken into account was inaccurate and that the involved product batch number was not known. The review of the device manufacturing quality record could not be performed as the product batch number was not communicated. According to available data, the most probable exact root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : lot number not communicated